Manufacturer narrative:
The complaint was evaluated and investigated with the provided information. The device was not returned; therefore, a device evaluation was unable to be performed. A device history record review was unable to be performed as no device lot information was received. A historical data analysis was conducted that identified no trends or capas related to the nature of this complaint. The root cause cannot be determined with the information provided. Annex g code 4756 used. The impacted device term should be drill.

Event description:
It was reported that on (B)(6) 2025 while drilling through the 1st met, resident doctor mentioned that there wasn't feeling like there was much power or any advancements with the drill bit. The surgeon assumed it was due to the nature of the patient's harder than average bone as the surgeon had already gone through 3 saw blades prior to this incident. Upon pulling the drill bit out of the tissue sleeve, the resident noticed the drill bit had snapped. Upon fluoro, it was discovered that the tip of the drill bit had snapped into one large piece, and 2 smaller pieces while also damaging the drill sleeve when pulling out. The surgeon was able to remove the large piece of the drill bit but was unable to recover the 2 smaller fragments that were stuck within the bone/osteotomy site.